Manufacturer narrative:
Our investigation found that the user cut the inflation tube above the skin level. As a result the section of tubing that the inflator engages, which is larger than the rest of the tube was also being pulled through the mesh. That would account for it being difficult to remove. Based on the reported information it appears that the problem experience was user related.

Event description:
The following was reported to davol: it was reported to davol that during a case involving a ventralight st with echo, when the user cut the inflation tube and pulled it back out of the body the inflation tube it got hung up. When trying to pull it out the inflation tube broken and a portion of the tube fell into the abdominal cavity. It was not located and was left in the body. There was no injury to the pt.